Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer track had an issue. The field service engineer (fse) verified the customer's issue. The auxiliary half-height enhanced drawer 5.2 was sticking and would not fully extend. After removing the drawer, the fse found the bumper slide to be damaged. The bumper slide was replaced. The fse then logged into the hta app and ran the final test on the auxiliary half-height enhanced drawer 5.2. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had a track issue. The drawer was dragging as if the track was broken or damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.